Manufacturer narrative:
(B)(4). It was reported that the transfer set connection was not tightened when it was connected to the patient line and a loose connection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain one of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that the transfer set was not connected properly; it was loosely connected. The technical services representative assisted the patient in clearing the alarm and reviewed proper procedures with the patient. The alarm was noted in the alarm log with the patient. The technical service representative advised the patient to start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.